Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j sales representative. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that blade/screw guide sleeve was bent on the tab the distal end. No other problems identified. A dimensional inspection was unable to be performed for the blade/screw guide sleeve due to post manufacturing damage, he observed condition of the device being consistent with random component failure which may have been caused by exposure to unwanted forces as mentioned in the description of the event. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. He overall complaint was confirmed as the observed condition of the blade/screw guide sleeve, would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.037.017. Lot number: 21p1029. Manufacturing site: (B)(4). Release to warehouse date: 12 november 2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, blade/screw guide sleeve for tfna was damaged during a case. It is no longer being able to used. There was no patient involvement. During manufacturer's investigation of the returned device it was identified that blade/screw guide sleeve was bent on the tab the distal end. This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for complaint (B)(4).